Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the y-site connector of an extension set ¿came out and got disconnected¿ from the PICC line (peripherally inserted central catheter) during a patient infusion. It was reported that the nurse replaced the set with a new one. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received contaminated with blood. Due to the contaminated sample, the reported problem could not be verified or refuted. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.